Event description:
The event is reported as: the aortic punch caused a tear in the pt's aorta when the surgeon used the dp-40k. The surgeon complained that this occurred 4 separate times. No pt injury reported.

Manufacturer narrative:
The actual sample used in the procedure has been discarded, but samples of the affected lot will be sent for eval. Four mdrs will be submitted to reflect for separate events.